Event description:
It was reported that the 9800+ system would not boot and the c-arm had all blocks. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the sram. The system was tested, and found to be working as intended, and placed back into service.